Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system buretrol solution set had a white line inside its tubing. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) - this unknown lot could have been produced at either the (B)(4). Should the sample be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.